Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360 pump and the mednet software where it was reported that they are experiencing with their plum 360 epic interoperability. It was mentioned that ICU medical pumps are spontaneously changing rates system wide. This is reported to be happening on all patients, and nurses are consequently dissociating pumps as a result. Furthermore, the pumps beep every few minutes, display "program" and revert to the original ordered rate on its own. They have found that dissociating the pump resolves the issue. This issue was caused when the interfaces came back online causing built up orders in the ques to hit the pumps. Since the pumps were beeping, nurses immediately disassociated the pumps from epic. They had a near miss involving a drop in blood pressure from a rate change. There was patient involvement however no harm was reported

Manufacturer narrative:
Integration support reported that "floyd was having network issues and they had a large number of outgoing orders queued up in the epic outgoing orders queue. Once connection to mirth was established, the orders came flooding through because epic does not have a mechanism to dump old order messages (any order over 45 seconds old is stale and no longer valid).customer turned off interoperability, corrected their network issues and turned interoperability back on."(B)(6), engineering evaluates mednet operated correctly per design. Probable cause was 3rd party emr (epic) not handling / getting confused by old messages and commanding stale infusion orders to pumps. This is not attributable to mednet.additional information updated can be found in d1, d3,d4,d9, d10 g1 & h3.